Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.00 diopter, in the patients left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).